Event description:
It was reported that sometimes during a device interrogation the programmer screen would freeze up. Follow-up determined that the programmer was sometimes changed out and sometimes was able to complete the interrogation once the power was cycled. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer screen intermittently freezes up during device interrogations. It was noted that this was the second time this programmer was returned with the same complaint and it was unable to be confirmed. The programmer was scrapped and replaced. (B)(4).